Manufacturer narrative:
Batch review performed on 18 june 2019: lot 161843: (B)(4) items manufactured and released on 21 april 2016. Expiration date: 2021-04-12. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the surgery the surgeon was not able to insert the liner screw. The screw thread and the siege got damaged during the surgeon insertion attempt. The surgeon used a new implant completing successfully the surgery, but with 10-15 minutes of delay.